Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. Data analysis confirmed the inaccurate cgm values on (B)(6) 2023. Cgm reading was 39 mg/dl at (B)(6) 2023 09:33:54 am and meter reading was 320 mg/dl at (B)(6) 2023 09:37:55 am. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was vomiting and had ketones present via a urine test. The patient¿s cgm was reading 291 mg/dl (no bg meter comparison done at this time). The patient was also wearing an omnipod 5 insulin pump. The patient was self-treating with insulin via the omnipod pump and drinking electrolytes. However, her symptoms were not improving. The patient consulted with her doctor over the phone and was advised to go to the emergency room (ER). The patient¿s doctor called an ambulance for her, and she was transported to the ER. There were no bg/cgm comparisons values provided throughout this event. The patient was treated with IV fluids and anti-nausea medication while in the ER. Once her ketone level was ¿low enough¿, she was discharged (which was about 8 hours later). At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.